Manufacturer narrative:
UDI: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Cod16-25. The connection cable between the drip mechanism and the bag leaked liquor. The kit was replaced. No patient aes have been reported. Repository number: (B)(4).

Manufacturer narrative:
Upon completion of the investigation it was noted that the eds iii was visually inspected, and a crack in the connector from the drip chamber was noted it seems that atypical force was used and this has broken the connector from the drip chamber. As noted in the IFU connectors should only be finger tightened. Review of the history device records was not possible as the lot number was unknown. The root cause of the problem reported by the customer, is probably due to overtightening of the connector, this however could not be determined. As noted in the IFU all connector should only be finger tightened. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.